Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (250 mg/dl). Customer reported her insulin looked a little cloudy. She took a corrective bolus and is contacting her health care professional for a new insulin vial to correct her high blood glucose levels.